Manufacturer narrative:
Support bracket.

Event description:
It was reported by service report that the inside and outside support brackets were broken and there were sharp edges. No patient involvement or adverse consequences are reported.